Event description:
A healthcare provider (hcp) reported that on date notified impedances were showing blank on the programmer. Troubleshooting was performed and the hcp saw values of 1111, 1226, 1147 with some of the values repeating. It was further reported that the patient has had recent utis, with the most recent one in (B)(6) 2016. The patient stated that for the past year, they have had increasing pain over the implantable neurostimulator (ins) during palpation, and that they have a burning/tingling sensation that goes up the front and makes the patient feel light-headed. They also used to feel stimulation in the buttock/vagina but now feel it to the left side of the ins. The hcp noted the patient also has incontinence that they are wearing depends for. The patient's urine is being checked on date notified, and they are going to turn therapy off to see if symptoms go away. Additional information received from the hcp on 2016-jul-05 reported that the patient had a preexisting condition of utis prior to implant, a decrease of utis was noted, and that the patient was treated with antibiotics. The patient's implant was turned off on (B)(6) 2016 and the above symptoms resolved. Indication for implant is incontinence and urinary frequency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.